Manufacturer narrative:
The field service representative replaced the sample/reagent timing belt as it was damaged and replaced the sample probe. Afterwards, the customer was able to process samples without issue. The investigation is ongoing.

Manufacturer narrative:
No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient and a questionable low elecsys tsh assay result for one other patient from the cobas e411 rack analyzer. Of the data provided, only the incident with tsh was a reportable malfunction. The initial result was 0.014 uiu/ml and was reported outside of the laboratory. A new sample was drawn from the patient and the result was 6.12 uiu/ml. The first sample was then repeated with a result of 6.05 uiu/ml. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found the probe was misaligned.